Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that the patient experienced a neck hematoma. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient experienced a hematoma and was readmitted through the emergency room. Imaging was performed and it was then identified that the hematoma was at the access site on the left side of their neck. No further intervention was performed to treat it.